Event description:
A trilogy ventilator was returned to a third-party service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the service center, the device failed a test step for active exhalation during testing. The device's solenoid and proportional valves were replaced to address the issue. After repair, the device passed final testing and confirmed to be operating properly.